Event description:
It was reported that between the bipolar contacts 0 <(>&<)> 2, an impedance value of 8 ohms was read. No change in symptom control occurred. It was later reported that there had been programming changes as the patient had lots of dystonia and it was getting worse as the voltage increased. It was noted, however, that the patient looked clinically great at this time.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v553427, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v567764, implanted: (B)(6) 2011, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.